Event description:
It was reported that the anesthesia workstation failed the system check out. There was no patient connected to device during the event. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the system check out failed. No additional information or logs have been received in this case. We are not able to confirm the reported issue and thus, the cause of the reported issue has not been determined.